Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being serviced during planned maintenance (pm). It was reported that the system would intermittently go to no input detected whenever the monitor was manipulated. The representative confirmed all of the cables were seated tightly.